Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test.

Event description:
It was reported that the insulin pump had button error alarm. Customer's blood glucose level was unknown. Customer had to discontinue insulin pump use and was following his medical prescription for insulin shots until replacement arrives. Insulin pump will be returned for analysis.